Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported "pain" and "undulating internal contour/echoes" via us. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1; b5; b6; g2; h6.

Event description:
Patient reported left side rupture per ultrasound. Device remains implanted.